Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that an internal dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The leak occurred as the patient¿s blood was being returned. Additional details were provided through follow-up with various contacts from the facility. The blood leak was confirmed to be visually observed. The nurse overseeing the rinse back noticed the blood leak right away, and they immediately stopped the treatment. The machine, a fresenius 2008t machine, did not alarm. However, this was reportedly due to the nurse stopping the blood pump before the leak was detected. There was no obvious physical damage noted on the dialyzer. The treatment was discontinued after the leak occurred. The patient¿s estimated blood loss (ebl) was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine was evaluated following the event. The machine passed all functional testing, and it was confirmed that the blood leak detector was working correctly. No parts had to be replaced or calibrated and the machine was returned to service. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A user facility biomedical technician (biomed) reported that an internal dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The leak occurred as the patient¿s blood was being returned. Additional details were provided through follow-up with various contacts from the facility. The blood leak was confirmed to be visually observed. The nurse overseeing the rinse back noticed the blood leak right away, and they immediately stopped the treatment. The machine, a fresenius 2008t machine, did not alarm. However, this was reportedly due to the nurse stopping the blood pump before the leak was detected. There was no obvious physical damage noted on the dialyzer. The treatment was discontinued after the leak occurred. The patient¿s estimated blood loss (ebl) was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine was evaluated following the event. The machine passed all functional testing, and it was confirmed that the blood leak detector was working correctly. No parts had to be replaced or calibrated and the machine was returned to service. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, three photos of the device were provided for review. All three photos show different angles of the same dialyzer on the machine where blood is visible on the outside of the fibers in the bell housing on one end. Blood is also visible in the hansen line. This is indicative of an internal blood leak. No cause of the leak was apparent in the photos. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed based on the provided photos. However, the cause cannot be determined as the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.